Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic transurethral resection of the prostate, the inner layer of a plasma resectoscope sheath fractured, and the fractured head remained in the patient. The piece was retrieved with a hook, the patient remained stable, and no substantial harm occurred.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation for the correct device. The reported event was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The reported event was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Multiple attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.